Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal to distal right coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, the balloon ruptured at 3-5atm within 3 seconds. Another of the same device was attempted to advance to the lesion but it could not cross the lesion. The device was removed using normal method without any problem. The procedure was completed with a different device. No complications were reported and patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal to distal right coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, the balloon ruptured at 3-5atm within 3 seconds. Another of the same device was attempted to advance to the lesion but it could not cross the lesion. The device was removed using normal method without any problem. The procedure was completed with a different device. No complications were reported and patient was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was in a deflated state. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole located in the proximal section of the balloon 3mm proximally to the proximal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine IFU. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination on hypotube identified no issues. A visual and tactile examination on shaft polymer extrusion identified no issues. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.